Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jul2020.

Event description:
It was reported to philips that the device had a led (light emitting diode) alarm failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. The device was evaluated by the customer with assistance from a philips remote service engineer (se). It was confirmed that the power switch overlay will need replacement. The power switch overlay was replaced by the customer's biomed to resolve the reported problem and the device passed all performance assurance testing.